Manufacturer narrative:
The referenced malposition was reported in MFR. Report #2916596-2017-02274. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had frequent low flows since (B)(6) 2020. The pump saw a reduction in blood volume. The patient had a known malpositioned inflow cannula since (B)(6) 2017. The patient was largely asymptomatic, though does attest to brief pre-syncopal episodes. Additionally, the patient was hypertensive, hyponatremic, and had a sub-therapeutic inr, but normal lactate dehydrogenase levels. The site adjusted the patient's anti-hypertensive regimen and treated with IV heparin. Low flows were caused by obstruction, specifically through malposition of inflow cannula, and so a heartmate ii to heartmate 3 exchange was performed on (B)(6) 2020. Heartmate ii pump was explanted and will be returned for analysis. The patient was briefly placed on centrimag as an rvad, but needed ECMO shortly after. Centrimag was discontinued and placed on another manufacturer's device for ECMO. Patient currently critically ill and continuing supportive treatment while recovering in ICU.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). Low flow alarms were also confirmed in the evaluation of the submitted log files. The submitted log file contained approximately 2.0 hours of data, spanning from 01jul2020 05:33:33 through 01jul2020 07:26:04, which captured 240 low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the average flow value is calculated at less than 2.5lpm, a low flow status is posted to the log file. Despite these alarms, the pump appeared to function as expected at the set speed of 9200 rpms. The cause for these low flow alarms was determined to be due to the malpositioned inflow cannula, as reported by the customer. The pump was returned with the driveline cut approximately 1.5¿ from the pump housing and a 5.5¿ distal portion was returned. The sealed inflow conduit (inlet tube, flex section, and inflow elbow) was returned unattached from the pump inlet port, and the apical sewing ring was returned unattached from the inlet tube. The outlet elbow was attached to the outlet port, but the sealed outflow graft, bend relief, and bend relief collar were returned unattached from the outlet elbow. An additional portion of the sealed outflow graft measuring less than 1¿ was returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet elbow revealed a non-laminated deposition well adhered to the textured blood contacting surface, occluding a majority of the blood pathway. The deposition appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow through the pump, consistent with the report that the patient¿s inflow conduit was malpositioned. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. The heartmate ii lvas IFU and heartmate ii lvas patient handbook are currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Heartmate ii lvas IFU section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 "surgical procedures" explains how to insert the pump in the ventricle. The IFU instructs to choose the coring location slightly anterior to the apex, a few centimeters lateral to the left anterior descending coronary artery. The user is instructed to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: information was inadvertently reported under the incorrect report. This information applies to a different patient/event covered in MFR. Report#: 2916596-2020-03501.

Event description:
Information reported in initial report "the patient was largely asymptomatic, though does attest to brief pre-syncopal episodes. Additionally, the patient was hypertensive, hyponatremic, and had a sub-therapeutic inr, but normal lactate dehydrogenase levels. The site adjusted the patient's anti-hypertensive regimen and treated with IV heparin" does not apply to this patient or event.